Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective stirrer motor. It was found found that the stirrer motor could be easily rotated by hand but would not spin when patient side is activated. The part was replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed three (3) error codes associated to the stirrer motor during priming. There was no patient involvement

Event description:
See initial report.

Manufacturer narrative:
H.10: since the stirrer motor could be easily rotated by hand, a mechanical failure of the part could be excluded. Thus, the root cause of the problem is an electrical/electronic failure of the stirrer motor circuit board.